Event description:
A malfunction alarm was reported with code malf 0, but no notable events occurred prior to the incident. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided information for resolving the issue if it recurred. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump while contacting support if the issue reappeared. No additional information was received regarding the outcome of the event.